Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had a blank graphical user interface (gui). The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluated/repair the device. The customer biomedical engineer replaced the gui printed circuit board (pcb). The service engineer loaded the software onto the gui pcb and tests passed. It was reported that the customer will perform all the final testing and calibration.